Manufacturer narrative:
Should additional information be received, another report will be completed.

Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements on two separate dates. The data was sent to technical services for a system integrity review; no system noise was noted. No resulting adverse patient effects were reported and to date, no intervention taken or planned.